Event description:
It was reported to boston scientific corporation in 2008, that a polaris ultra stent set was used during an unknown procedure two days prior. According to the complainant, when introducing the stent over the guidewire, resistance was felt upon advancement. In addition, upon examination, tears were noted on the proximal pigtail. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.